Manufacturer narrative:
(B) (4). Results: mi.

Event description:
Event was identified by the clinical event committee and deemed to be consistent with an mi. The pt has one lesion treated. One endeavor rx drug-eluting stent was implanted to the proximal left circumflex as treatment of the target lesion. It was reported that an mi occurred one day post index procedure. Mi was categorized as a non q-wave in territory of implanted stent. No further details are available.